Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the distal right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.